Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the investigation results, defect was not reproduced at the repair department. Also, the product has not been returned to shirakawa plant, and we cannot check the product¿s detailed status, and therefore from the information obtained from the investigation results, we could not presume the cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the visera elite video system center displayed no image. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.